Event description:
After an implantation period of approximately 134 months it was reported that oversensing in the ventricular channel and low impedance were observed. The lead revision is planned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.